Event description:
New information received noted that there was a recurrence of low pacing impedance measurements and automatic mode switch (ams) episodes from noise over-sensing on the right atrial lead.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found out that the right atrial (ra) lead had low pacing impedance measurements and that there were automatic mode switch (ams) episodes from noise over-sensing. No intervention was performed. The patient was in stable condition.